Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: during retrieval attempt 11 months after placement the filter legs could not detach from the vena cava wall. Patient referred to different facility for retrieval. No imaging was obtained and based on the limited information provided only it would be inappropriate to speculate at what may or may not have caused the difficulties in retrieving the filter. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pulmonary embolism is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The instructions for use supplied with any celect platinum filter list under potential adverse events amo retrieval failure, vena cava perforation/penetration. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: during attempted retrieval of a cook celect platinum inferior vena cava (ivc) filter that had been in place for eleven months, a cloversnare 4-loop vascular retriever was unable to detach the filter feet from the wall of the ivc (B)(4). The snare was used and the retrieval catheter was then advanced over the filter, covering the filter with the exception of the feet. The feet of the filter, which were reportedly "securely planted", did not detach from the wall of the ivc. The user pulled hard enough that the filter hook straightened (B)(4), FDA mfg report # (B)(4)). The retrieval device was removed from the patient, and the catheter was noted to be accordioned. Patient outcome: the implanted filter was left in place, and the patient was referred to another facility for more advanced filter retrieval techniques.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as a cook celect platinum filter. E3) occupation: manager. G4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.